Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient is experiencing negative photopsia. The patient was scheduled to undergo an additional surgery on (B)(6) 2025 to have the lens explanted and an alternate lens implanted. The description provided is consistent with dysphotopsia. There is an adaptation period with any iol, and we have been advised previously by our clinical consultants that it can take up to 6 months for a patient to achieve neuroadaptation, and that in some cases patients' may never be able to tolerate the functional style of the implanted lens. Rayner is seeking additional information from the healthcare facility to aid further investigation of the event. The indications at this stage are that the patient couldn't adapt to the functional style of the lens. There is no evidence of a device-related problem or cause for the visual phenomena experienced post-op.

Event description:
On 7th january 2025, rayner received notification from a us healthcare faciltiy of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient is experiencing negative photopsia.